Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. Evaluation summary: (B) (4) no anomalies found.

Event description:
Telemetry problem - pre-op, automatic device interrogation and device programming (7304) without problems - after ending session and starting a new device interrogation with "find patient" button, the programmer starts the 7304 program. Surface, but after loading the surface, it wasn`t possible to program the device - no green telemetry bars. I tried with another programmer, with the same problem. I tried the automatic device interrogation for several times with the same problem. After shaking the crt- d box, suddenly it was possible to program the 7304 again. This device was not implanted. There were no patient complications reported as a result of this event.